Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain (further described as "pineapple" drain). The patient was hospitalized for the event. The cause, treatment and action taken with pd therapy were not reported. At the time of this report, the event remained ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.